Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 231 mg/dl after a recent infusion site and supply change while using the ilet, without associated symptoms. Symptoms included no reported clinical effects. Outcomes included correction through troubleshooting and education, including inspection of supplies, identification of no visible leaks or kinks, and completion of a guided site change after which insulin delivery resumed and the system was expected to lower glucose over time. Investigation included user guidance, inspection of the infusion setup, and confirmation of resumed insulin delivery following the site change. Investigation of this case revealed an unclear cause of hyperglycemia, with potential delivery interruption prior to the site change not confirmed, and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.